Manufacturer narrative:
Date of event is estimated it was reported to abbott, a patient¿s ipg was at end of life. Surgery took place where the ipg was replaced. One lead was nonfunctional due to high impedance on contacts 9-16. This lead was not replaced. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The ipg was deemed inoperable, and patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.